Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available for evaluation.

Event description:
The patient had a t9-l5 surgery in (B)(6) 2017. At an unknown point in time the patient broke the rods bilaterally just cranial to the l4 screws. The patient was implanted with depuy expedium 5.5 ti in the (B)(6) 2017 surgery. The surgeon suspected that the patient has a non union. During the revision surgery on (B)(6) 2017. The surgeon removed both of the rods. He replaced the screws at l3, l4 and l5 because they were loose in the patients bone. He placed new screws at s1 and in the ilium. He placed new rods and connected them. The new construct is now t9-ilium. He successfully completed the procedure.